Manufacturer narrative:
Proximate heavy wire linear stapler- based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed all the staples as designed with no difficulties noted. It should be noted that if torque is applied to the anvil of the instrument, prior to engaging the retaining pin, the retaining pin may not engage in the hole properly and may cause staples to be malformed.

Event description:
It was reported the tlh90 was used during a gastrectomy. It was reported by the rep the resident closed down the tlh90 and fired across the stomach. A scalpel was used to transect the stomach. The device was opened and several staples were malformed. Sutures were used to close the staple line. There was no consequence to the pt.